Manufacturer narrative:
A steris service technician arrived onsite following the reported event. User facility personnel stated to the technician that an instrument tray had fallen off the rack subsequently causing the rack to become wedged in the washer. When the employee proceeded to adjust the instrument tray and rack, the door reportedly lowered and contacted their hand. The technician inspected the unit and found no issues with the function or operation and confirmed all door obstruction safety bars were operating to specifications. The unit was returned to service. The vision multi-chamber washer disinfector operator manual states, "while loading instrument racks, do not place miscellaneous articles on the sides of instrument trays. Incorrect rack loading/overloading could lead to injury and/or damage to the equipment or instruments." A steris account manager performed in-service training on the proper use and operation for the washer disinfector, specifically the proper loading techniques. No additional issues have been reported.

Event description:
The user facility reported that their vision multi-chamber washer disinfector displayed an error message indicating the door was not closing. As the employee proceeded to adjust the instrument rack inside the washer, the door lowered and contacted the employee's hand. The employee sought treatment at the ER; however, it is unknown what treatment the employee may have received.